Event description:
It was reported that the site was preparing the scanner for a tomography study with the pt on the table when the head 2 detector moved uncommanded to its mechanical limit. There was no injury reported.

Manufacturer narrative:
Engineering investigation of this issue confirmed that the detector head would move uncommanded from the set position with the loss of encoder pulse. The field engineer replaced the encoder cable restoring proper operation.